Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanincal force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.

Event description:
Our affiliate reports that during 3 separate unk arthroscopic procedures, a portion of the distal tip of a vapr se electrode broke off into the patients body. In two of the cases, the fragments were able to be retrieved from the body, however, in one of the 3 cases, the fragment could not be retrieved. In all three cases, the procedures were completed successfully without further incident or harm to the patients. Aslo see associated mdrs 1221934-2008-00126 and 1221934-2008-00128.